Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the vision IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states: implanting a stent may lead to dissection ... Requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). There are no indications of a product quality deficiency; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion had mild tortuosity, moderate calcification and 90% stenosis. The 2.5 x 15 mm mini vision was implanted in the distal circumflex lesion, and the 2.75 x 12 mm vision was implanted in the proximal circumflex lesion. After confirming the lesion over ivus, another company's balloon was used to post-dilate inside the two implanted vision stents. However, a dissection occurred distal to the implanted mini vision stent. An attempt was made to cross a 2.75 x 8 mm vision stent for treatment; however, it failed to cross. Another company's stent was used to treat the dissection successfully and the procedure was completed. No additional event or patient information is available.